Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v013745, implanted: (B)(6) 2006, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient experienced telemetry issues with the implantable neurostimulator (ins). The manufacturer representative (rep) was brought in to see the patient because the patient was in a potential over-discharge situation. The patient was confirmed to have an ins, extension, and paddle lead at t9 via x-ray. The patient hadn¿t charged in 2.5 years. It was unknown when the patient had the charging issue. The ins was working for her left leg pain but she stopped using the ins once she got the pain pump implanted. The patient was once again feeling pain in her left leg. It was noted the pump was not the issue, the spinal cord stimulator was. The pump was functioning fine. The system looked okay via the x-ray and the physician had decided to replace the ins on (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Event description:
It was reported that the patient was scheduled for a replacement on (B)(6). The office decided that the patient was not mentally fit to allow for replacement and the case was cancelled.